Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon contacted us with the explant post the surgery and informed us that this explant was retrieved from an attune patient who had the first tkr 8 months ago. So the reason for disassociation in less than 8 months needs to be analyzed.